Event description:
A malfunction was reported when the customer dropped the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be sent. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.